Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, for unknown reasons, an endoscopy was done which showed a perforation around "the peg-j tube entrance." No intervention was made to the tube, the tubing was not replaced. The patient was administered an unknown antibiotic. The patient recovered during the follow up period in the clinic and was discharged on (B)(6) 2024. The exact location of the perforation in relation to the intestinal tube was not reported.

Manufacturer narrative:
The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.